Event description:
On (B)(6) 2023, rayner received notification from an australian healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens broke in the eye necessitating removal and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens broke in the eye necessitating explantation and exchange. Note: this was the back-up lens to MDR 3012304651-2023-00132. The healthcare facility was able to successfully implant a back-up iol within the original surgical procedure without any injury/consequence to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was discarded by the healthcare facility. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv rao200e batch 063218203 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. No further information is expected to be forthcoming from the healthcare facility. It is not possible to determine the cause of lens breakage from the limited evidence and information available.